Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified middle of the left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for use. However, the physician had difficulty to negotiate the lesion, and it was noticed that the balloon burst. The procedure was completed with another of the same device without any patient complications reported and the patient was in good condition.